Event description:
It was reported that a section of the tip was broken off the torque limiting driver during final tightening in surgery. No pt complications were reported.

Manufacturer narrative:
The device has been returned to medtronic and evaluation is currently in progress.